Manufacturer narrative:
Concomitant medical product: 4092-58 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing of noise was noted on both the atrial lead and the right ventricular lead. Both leads remain in use. No patient complications have been reported as a result of this event.